Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they had a fall, unknown when, and had a replacement procedure in 2017. Documented reported event. No further action was taken by patient services. The patient mentioned unrelated medical history. No further patient complications are anticipated or expected as a result of this event.